Event description:
It is reported that pt underwent a revision surgery due to periprosthetic breakage (stem broke after pt's downfall). During revision, surgeon noticed that the stem was rather loose and the pt's synovia showed signs of metallosis.

Manufacturer narrative:
(B)(4). The MFR did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. As soon as additional info becomes available and / or the device(s) have been returned for eval and an investigation result is available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).